Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted on an unspecified date due to infection. The patient was later implanted with a new 12mm x 12cm spectra penile prosthesis (spp) device. It was further reported that the patient was red and swollen. The location of the infection was where the implant was located. Following the removal surgery the infection cleared up. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Estimated date entered as exact date of event was not provided.

Manufacturer narrative:
Estimated date entered as exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted on an unspecified date due to infection. The patient was later implanted with a new 12mm x 12cm spectra penile prosthesis (spp) device. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.